Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer plugged the pump into charge and the pump turned off. Troubleshooting with tandem technical support was performed and appears the pump was put into storage mode. Customer stated that the wake button appears crooked. Customer's blood glucose level was 177 mg/dl.